Event description:
Caller reported a cgm error, identified as error 42, relating to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with a complete pump reset, effectively resolving the issue, and the caller successfully started their sensor session without further errors.